Manufacturer narrative:
Concomitant medical device: unknown lead (x2) implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting premature battery depletion and excessive battery drainage. The patient is being followed closely and the device remains in use. No patient complications have been reported as a result of this event.